Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: lymphadenopathy, capsular contracture baker grade ii, anxiety-product/procedure, pain, skin rash/dermatitis, depression.

Event description:
Patient's representative reported left side capsular contracture baker grade ii (side unknown), mild ptosis, "overhanging of the breast over the implant," hardening of the left breast, skin rash on the breast, pain, and anxiety/depression associated with the recall. Healthcare professional later reported "capsular fibrosis" and "left swelling 1cm axillary outside the implant" diagnosed by ultrasound. Device remains implanted.